Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 4 fr powerpicc solo was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An initial visual observation showed use residues and wear throughout the returned catheter, but nothing remarkable was observed along the catheter upon a visual inspection. A functional test of infusing the catheter with water using a 12 ml syringe revealed a leak in the catheter just proximal to the 3 cm depth marker. A microscopic observation revealed a kink just proximal of the 3 cm depth marker and a longitudinally aligned split along at the corner of the kink. The split exhibited a more smooth fracture surface, and it appeared to have been caused by cyclic kinking of the catheter. The catheter was cut just distal of the observed split to measure the wall thickness at the narrowest point, and the wall thickness was within the required specifications. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported that this patient was admitted to hospital on may 9, 2023. The nurse performed the PICC catheter maintenance placed in the left arm. When flushing the catheter, liquid oozed from the insertion site with no blood. X-ray test was conducted on the doctor order, showing that the catheter was positioned properly. The head nurse of the aceology group at the hospital was consulted and the catheter was examined at bedside. The rupture of the catheter was suspected. After communication with the doctor, the catheter was removed. An inspection showed a breach parallel to the catheter about 1.8 cm from the insertion site. No patient harm reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that this patient was admitted to hospital on (B)(6)2023. The nurse performed the PICC catheter maintenance placed in the left arm. When flushing the catheter, liquid oozed from the insertion site with no blood. X-ray test was conducted on the doctor order, showing that the catheter was positioned properly. The head nurse of the aceology group at the hospital was consulted and the catheter was examined at bedside. The rupture of the catheter was suspected. After communication with the doctor, the catheter was removed. An inspection showed a breach parallel to the catheter about 1.8 cm from the insertion site. No patient harm reported, no other information was provided.